Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of ischemia, claudication and restenosis are listed in the supera instructions for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the supera stent was implanted to treat an aneurysm. The patient was confirmed to be dapt compliant after the procedure. On (B)(6) 2016, the patient presented symptomatic with ischemia and walking distance was under 200 meters. Angiography revealed in-stent restenosis in the distal end of the supera stent implant and was treated with atherectomy successfully. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.